Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer called complaining his meter have been reading lo for the last 2 weeks. Meter. Customer states she feels well and does not require medical attention. Customers expected results are 100-200 mg/dl-fasting. Verified the strips expire 10/14/2016 and were first opened 2 months ago. The customer confirms the strip are stored in the kitchen and not stored properly. Reviewed the meter memory: lo mg/dl (B)(6) 2015 10:15:00am, fasting :yes. Lomg/dl (B)(6) 2015 10:17:00am, fasting:yes. Lomg/dl (B)(6) 2015 08:06:00 am, fasting:yes; 71mg/dl (B)(6) 2015 11:40:00 am, fasting:no. 110mg/dl (B)(6) 2015 12:41:00 pm, fasting:no.